Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery twice during the manual prime process. The blood glucose reading was 504 mg/dl, which was treated with a manual injection. Upon troubleshooting, the customer stated that insulin did not exit the tubing when she manually pushed the plunger in the reservoir. She was unable to complete troubleshooting for the issue and was advised to call back when she had access to her supplies. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.